Event description:
A post operative pt underwent the physician ordered left lower extremity doppler test to rule out a deep vein thrombosis. The report that the findings were within normal limits was available within hours. Eleven days later, long after the pt was discharged, a report of a CT scan performed on the same day on the same extremity arrived, indicating superficial thrombosis. The scan was not ordered by any physician. Clarity as to how the order appeared shortly after the doppler test was unavailable. The scan was completed but disappeared and was not read until it reappeared 11 days later. Clarity is unavailable as to how the CT disappeared for 11 days and was not interpreted over that time frame. The diagnosis was not life threatening. The physicians attending this pt were not aware it was done. Consequently, it was not missed.